Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. The customer's allegation was confirmed. The r-unit (charged couple device (ccd)) was broken. Based on the results of the investigation, a defective r-unit caused the image to be colored. The r-unit can be damaged by the following: ¿ unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" ¿ unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined ¿ pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope endoeye hd ii, 10 mm, 30°, autoclavable image became yellow. The issue was found during a therapeutic procedure. The procedure was successfully completed without delay. There were no reports of patient harm.